Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and embolism are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID (B)(6). It was reported that the procedure was performed to treat a lesion in the distal right coronary artery (rca). A 2.5 x 16 mm xience sierra stent was implanted. Post stenting, the patient had complaints of chest paint. Electrocardiogram (ECG) revealed st elevation and repeat angiography revealed 100% total occlusion in the mid portion of the first marginal branch. There was no obvious lesion noted in this location prior to stent placement in the distal rca and there was suspicion for spontaneous dissection; however, atheroemboli could not be excluded. Revascularization was performed in the 1st obtuse marginal, with implantation of an additional stent. No additional information was provided.